Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user awoke with a blood glucose level above 300 mg/dl after going to sleep near 120 mg/dl while using the ilet and subsequently changed the cartridge, luer adapter, tubing, and cannula and continued to monitor, with glucose levels later returning to the user¿s target range. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose with recovery to acceptable levels without hospitalization. Investigation included follow-up calls and assessment of infusion set and pump supplies by the user, with no visible compromise reported. Investigation of this case revealed no confirmed device malfunction or component damage, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.